Event description:
The advocate stated his wife tested her blood glucose using multiple breeze2 meters and received a 100 mg/dl difference between readings.depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.test strip information was not proviced. A replacement meter was sent to the customer.